Manufacturer narrative:
(B)(4). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a final driver broke when backing out a set screw from a connector during surgery. The driver was used to complete the procedure without reported patient impacts.

Manufacturer narrative:
The returned driver was examined. The tip of the driver has fractured likely from additional force applied during removal of a set screw that was stuck. The complaint is confirmed. There were no manufacturing issues detected which would have contributed to this event.

Event description:
It was reported that the tip of a final driver broke when backing out a set screw from a connector during surgery. The driver was used to complete the procedure without reported patient impacts.